Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised because the surgeon believed the cup migrated from its original position. The cup was anteverted approx 40 degrees and showed wear from edge loading. Tissues were black around the implant.